Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he was in a fill and the cycler was not filling so he cancelled treatment, and when he removed the supplies he saw the fluid leak inside the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn confirmed the fluid leak was reportedly observed from the cassette door when attempting to remove the cassette after cancelling treatment. The nurse stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. The nurse indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue.